Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Event description:
It was reported the customer had cracks by the reservoir and battery compartment on their insulin pump. Customer's blood glucose was 135 mg/dl. Customer also reported the reservoir compartment had a piece of plastic missing. It was also found a piece of thread was missing from the battery compartment. Customer also stated their insulin pump was falling off because their belt clip would not hold the insulin pump in place. Customer was advised their insulin pump would be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)